Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument, because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. This info has been sent to the customer.

Event description:
The report stated that during a vaginal hysterectomy, the webbing of the divider broke during deployment. The pieces were retrieved by the surgeon and discarded.